Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
An ultraflex distal release covered tracheobronchial stent was returned for evaluation. Visual examination of the returned device noted that the stent was partially deployed by 31mm. No issues were noted with the profile of the crochet stitches from the point of release from the stent. During analysis, the deployment suture was inserted through the side port of the shaft but was not exiting the hub. The thread was then withdrawn from the side port and it was noted that it had broken at 781mm from the point of release from the stent and was frayed in appearance. Based on the evaluation of the returned device, it was possible to fully deploy the stent from the device and the deployment difficulties were possibly caused by anatomical or procedural factors such as tight anatomy. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the left main bronchial stem during a bronchoscopy with stent placement procedure performed on (B)(6) 2015. According to the complainant, the stent was being used to treat a malignant stricture in the carina. Reportedly, the patient's anatomy was tight. During the procedure, the physician advanced the device to the target area and attempted to release the stent; however, the stent deployment suture snapped. The physician removed the partially deployed stent from the patient. There was no visible damage noted to neither the device nor the delivery system. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used in the left main bronchial stem during a bronchoscopy with stent placement procedure performed on (B)(6), 2015. According to the complainant, the stent was being used to treat a malignant stricture in the carina. Reportedly, the patient's anatomy was tight. During the procedure, the physician advanced the device to the target area and attempted to release the stent; however, the stent deployment suture snapped. The physician removed the partially deployed stent from the patient. There was no visible damage noted to neither the device nor the delivery system. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.